Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparin blood collection tubes there were gel bubbles in the separator of 258 tubes and foreign matter in 83 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparin blood collection tubes there were gel bubbles in the separator of 258 tubes and foreign matter in 83 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - bd received two photos for investigation, which show a tube with a large air bubble in the gel barrier. This suggests that air pockets may be present in the gel material or air was introduced during the dispense process. Additionally, there is a black particle on the tube. A total of 100 retained samples were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: foreign matter - non-biological and gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.